Event description:
It was reported that the user interface on the mobile programmer application indicated that the patient connector and mobile programmer base were not connected as the solid line was not present, however it was noted through testing of the system that the connections were successful. Troubleshooting steps were taken to include performing a restart of the application and host tablet, however the issue persisted. It was further noted that after the pacing system analyzer was launched, the mobile programmer application crashed when the implantable cardiac device was attempted to be programmed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.